Manufacturer narrative:
The customer indicated that they have a proactive procedure implemented to verify unexpected results prior to reporting results out of the laboratory thereby preventing potential risk to patient safety. The procedure is to compare the critical results of > 0.50 ng/ml with the results of the ckmb and bnp prior to reporting and then to re-spin and repeat the tests on the aliquots to confirm or amend the reports. Service was not dispatched for this event. A root cause for this event was not determined.

Event description:
A customer was contacted by beckman coulter inc. (Bci) via accutni customer contact program and indicated rare occurrences of non-reproducible false positive troponin (accutni) results generated by unicel dxc 600i access 2 immunoassay system. The customer did not provide information regarding reports of death, injury, or change to patient treatment in connection with this event.